Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced surgeon side console (ssc) common computer controller (ccc) to correct the issue. The system was tested and verified as ready for use. The ccc was returned for failure analysis and the error was confirmed in lighthouse system logs but could not be reproduced during testing. Visual inspection found the unit was returned in good physical condition. The unit was installed, successfully programmed, and tested in a dv5 in-house golden system. No issues were observed, and no errors were triggered during startup. Multiple power cycles were performed without issue. Left the system idling over the weekend in normal mode with no errors or failures observed. Checked for optic light levels and all values were in expected range. Based on these tests and findings, failure analysis concluded that no trouble was found with this ssc ccc.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported the customer informed one of their consoles was still faulting with error 319 at startup. The error occurred during case setup, and the customer disconnected to console and completed the procedure using the other console (dual-console system). There was no patient involvement.